Event description:
Report rec'd of an adverse pt event related to misprogramming of the device. The pump was programmed with a drug concentration of 1mg/ml, but the medication that was infusing was morphine sulfate 5mg/ml. It was reported that the pt did not respiratory arrest, but did require intervention. The customer would not provide any further info at this time, pending a full investigation on their part.